Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "capsular contracture, capsulectomy". Later healthcare professional reported "capsular contracture baker grade iii found during surgery". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.